Event description:
It was reported that the physician observed a warning that a device reset had occurred. The physician had reprogrammed the device. There was a message for measured data error indicating that the battery voltage, lead impedance and delivered energy values may not be correct. All errors were corrected and the device was restored to normal operation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.